Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 421 mg/dl. It was unknown that the auto mode feature was activated at the time of high blood glucose event or not. Customer reported motor error alarm. No further complications were reported. The customer will discontinue to use the device.